Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non sustained right ventricular oversensing episode caused by post paced t wave oversensing was observed via remote transmission. Programming changes were discussed and the patient was asymptomatic.

Event description:
New information received indicated that additional episodes of post-paced t-wave oversensing were noted. No intervention was performed but programming changes were discussed.